Event description:
It was reported that the patient was having an MRI to check for an inflammatory mass. The pump was delivering fentanyl, bupivacaine, and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient had numbness and tingling in her legs. An MRI showed that there may be a granuloma at the tip of the catheter, but it needed to be verified clinically. The patient was scheduled for a dye study on (B)(6)2013, but it was canceled due to the patient eating. It was later reported that the patient wasn't getting relief at high dosing. On (B)(6) 2013 a dye study was attempted. They were unable to complete it because they were unable to aspirate, "so they did a fill and normal bridge bolus". A revision would be scheduled, but had not been done yet.

Event description:
Additional information was received and it was reported that the catheter was replaced. It was believed that the physician left the old catheter in. The pump was not replaced.